Manufacturer narrative:
Attempts to obtain additional information from the field was unsuccessful. This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that during a routine device change out procedure this lead was accidentally cut by the physician. The lead was surgically abandoned and replaced without incident. Two months later the patient alleged that their hospital stay was extended due to continued bleeding and low blood pressure. According to the patient, when the physician accidentally cut the lead they also "nicked" their vein.